Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 385mg/dl at its highest and a correction bolus via the pump was delivered to address the bg level. Reportedly, the customer's pump supplies had been in use for 4 days and the customer had performed a test bolus and did not observe insulin exiting the infusion tubing. A system check was performed and the pump performed as intended. No damage was noted to the cannula. Tandem technical support educated the customer in terms of the importance of staying within labeling of the pump supplies and advised the customer to perform a supply change as the supplies had been in use longer than they should be. During a follow-up, it was confirmed no additional occlusion alarms had occurred after the supply change and the customer's bg level was 224mg/dl.